Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a total laparoscopic hysterectomy and a cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pelvic pressure, urinary incontinence, urge incontinence, urinary retention and urinary frequency, urinary tract infections due to kinking of the urethra by the sling, vaginal and urethral scarring and discomfort during intercourse. Patient reports recurrent urinary incontinence and urgency, and continuous bladder infections. She has been unable to have intercourse for several years because of the discomfort in her bladder. Patient reports emotional distress, low self-esteem and loss of quality of life. It was reported that patient underwent mesh removal on (B)(6) 2011 for pelvic pressure, urinary incontinence, urge incontinence, urinary retention, urinary frequency, and uti¿s. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.